Manufacturer narrative:
Patient¿s date of birth and age were not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year and 11 months. The patient remains ongoing on lvad support. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the modular cable was worn. The lvad clinician reported that there were no issues or alarms associated with the worn modular cable. No clinical symptoms were reported. The patient was reportedly scared the pump would stop. The lvad clinician exchanged the patient¿s modular cable.

Manufacturer narrative:
The report of a damaged outer jacket can be confirmed based on the returned modular cable. Examination of the returned modular cable revealed discoloration of the polyurethane jacket. Further examination revealed that the polyurethane jacket had bunched up and torn approximately 15 inches from the controller connector; however, there appeared to be no damage to the underlying armor layer. Additional areas where the jacket had bunch up were noted at the terminus of the controller connector bend relief and approximately 5 inches from the metal controller connector. The texture of the cable suggests that the polyurethane jacket swelled, which created an air gap between the jacket and the armor layer, leading to elongation and tearing of the jacket over time. Both the controller connector and inline connector bend reliefs showed gradient, yellow and gray discoloration and debris was observed in the molded holes. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.